Manufacturer narrative:
The event occurred on an unspecified date, "recently". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 3-way stopcock sets were cracked. This issue was identified during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: upon follow up it was reported the device involved in this event was a non-baxter product. Should additional relevant information become available, a supplemental report will be submitted.